Manufacturer narrative:
The test strips were requested for investigation. The product has not been received at this time and is not expected to be returned. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared to other laboratory methods." Occupation is patient/consumer.

Event description:
There was a complaint of questionable inr results with coaguchek xs meter serial number (B)(4) compared to a point of care (poc) instrument from siemens. The result from the meter was 1.8 inr. The result from the siemens instrument was 2.4 inr. The time between measurements was half an hour. The patient¿s therapeutic range is 2.0-3.0 inr. Their frequency of testing was requested but not provided.